Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was unknown. Customer stated alarm did not occur during the rewind/prime sequence. Customer advised to disconnect and remove reservoir from the pump. Customer stated that temp basal was not programmed before the alarm occurred. Customer was advised error table indicates the pump should be replaced. Customer was advised the pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with high idle current, alarmed during pump self-test and alarmed lost sensor during sensor testing due to faulty electrical component on the radio frequency board. The insulin pump was unable to prime during prime test due to moisture damage on the force sensor resistor. Moisture damage was also found on all the electronic assemblies noted and with corroded motor assembly noted. However, the insulin pump passed off no power test, a21 error test, displacement test, rewind test and basic occlusion test. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and broken belt clip slot.